Event description:
It was reported that this right ventricular (rv) lead exhibited chronic unacceptable high threshold that significantly impacted device battery performance. The physician attributed this to the scar tissue that formed post-implant around the site of the lead. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.